Manufacturer narrative:
A ge rep evaluated the system in one operating room and could not duplicate the reported problem. This would indicate the electrical problem is not with the system. The system operates as intended.

Event description:
The customer reported the system was tripping circuit breakers. No pt injury was reported.